Manufacturer narrative:
This MDR related to the (B)(4) manufacturing site has been assigned a medwatch number from the medtronic minimed (B)(4) site, per variance 5. Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer reported via phone call was experiencing low blood glucose levels of 20 mg/dl. Customer was not sure why she was running low. Customer decline to trouble shoot for low blood glucose levels. Customer called in for help in rewinding pump. The pump will not return for analysis.